Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient was not careful with pd procedures. The patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the event. Dianeal and extraneal therapies were ongoing. On an unreported date, the patient was discharged from the hospital. The patient was recovered from this peritonitis event. It was reported the patient was scheduled for retraining on proper aseptic technique. No additional information is available.